Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the extension set leaked while connected to a central line and a smartsite set while performing a saline flush. There was no patient harm.

Manufacturer narrative:
Correction: omit pri tubing on initial report. The customer¿s report that the extension set leaked was confirmed. Functional testing observed a leak at the location of the connection of the suspect extension set¿s female luer and the 2000e (stand alone) male luer. Pressure testing also observed blue-dyed fluid and air bubbles leaking from the location of the connection of the suspect extension set¿s female luer and the 2000e (stand alone) male luer. No stress/ tool marks were observed during visual inspection of the as-received suspect extension set¿s female luer or concomitant 2000e (stand alone) male luer during visual inspection. Dimensional analysis verified both the suspect extension set¿s female luer and the 2000e (stand alone) male luer were within specifications. The root cause of the leak was due to the connection of the suspect extension set¿s female luer and the 2000e (stand alone) male luer not being fully tightened.

Event description:
The customer reported the extension set leaked during a saline flush while connected to a smartsite, which was connected to the patient¿s central line.